Event description:
It was reported the device has no alarm sounds anymore. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. The engineer determined the issue was associated with a defective speaker assembly. In addition to the analysis performed in conjunction with the reported event, it was determined that the product had additional failures in that the battery is aged, and the nibp is malfunctioning the additional failures were resolved by replacement of the faulty parts / components.